Manufacturer narrative:
Reported event: an event regarding disassociation and metallosis and involving a lfit v40 cocr head that was mated with an unknown accolade stem was reported. The event was confirmed. Method & results: product evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA . The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported by the surgeon to the rep that the patient's femoral head disassociated from the stem. No revision has been reported to the rep as of the date of report. Update 28-may-2019: it was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2007. It is further alleged that sometime on or about (B)(6) 2018 the patient was discovered that he had metallosis and needed to be revised with another hip prosthesis.

Manufacturer narrative:
Update: corrected implant date.

Event description:
It was reported by the surgeon to the rep that the patient's femoral head disassociated from the stem. No revision has been reported to the rep as of the date of report. Update (B)(6) 2019: it was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2007. It is further alleged that sometime on or about (B)(6) 2018 the patient was discovered that he had metallosis and needed to be revised with another hip prosthesis.